Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument and completed the failure analysis investigation. The reported complaint that the medium-large clip applier had restricted/non-intuitive motion" could not replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument passed the bumper and clip tests. There was no problem detected in relation to the reported issue with the instrument. Additional observations not reported by the site and not related to the customer reported complaint were also identified. The instrument was found to have a cracked clamping pulley. The root cause of this failure was attributed to mishandling/misuse. The instrument was also found to have an excessive amount of dried residue around the clamping pulled. The root cause of the residue is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event was performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 49 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the medium-large clip applier had restricted/non-intuitive movement. The customer used a backup instrument of the same kind to continue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to request additional details. However, as of the date of this report, no further information has been obtained.